Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted implant due to elevated impedances on the right ventricular (rv) lead. Subsequently a new device was successfully implanted. No additional adverse patient effects were reported. Additional information received indicated that the shock lead impedance measurements were greater than 200 ohms and all other lead measurements were normal. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted implant due to elevated impedances on the right ventricular (rv) lead. Subsequently a new device was successfully implanted. No additional adverse patient effects were reported. Additional information received indicated that the shock lead impedance measurements were greater than 200 ohms and all other lead measurements were normal. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted implant due to elevated impedances on the right ventricular (rv) lead. Subsequently a new device was successfully implanted. No additional adverse patient effects were reported.